Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was in the clinic for an unrelated reason, low high voltage lead impedance was observed during a delivered therapy. A delivered shock was aborted due to the low high voltage impedance. The physician changed the shock configuration and a second shock was successfully delivered. The patient was not reported to be symptomatic.